Manufacturer narrative:
Product analysis: received for analysis was one 7f export aspiration catheter with original packaging matching the lot number listed in the complaint file. Close visual inspection of the complaint sample catheter tip revealed the marker band and distal 1.5- 2mm of tip are missing and not returned. As received the catheter is coil wrapped and kinked in the proximal end of the shaft. The aspiration line is attached to the hub and the catheter is bloody inside and out confirming use. Back light confirms marker band missing from tip. The distal tip beyond the marker band approximately 1.5mm is torn off. The material at the separation is jagged and rough. The remaining tip and distal end of the catheter appears undamaged.

Event description:
The physician intended to use an export aspiration catheter in a peripheral case in interventional radiology. The lesion was in the distal tibial artery and exhibited moderate tortuosity, moderate calcification and 95% stenosis. The export device was removed from packaging per IFU, inspected and prepped with no issues noted. It is reported that when pulling the export catheter back over a 0.014" non-medtronic wire after aspiration, resistance was encountered and part of the catheter tip and the radiopaque marker dislodged. The detached portion was pushed into a tiny rv branch off the tibial artery and left there. No additional patient clinical sequelae reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.